Manufacturer narrative:
Event date: an approximation. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Customer reported obtaining false negative results with the binaxnow covid-19 ag card on an unknown date. No information was provided if confirmation testing was performed, patient health status or outcome.

Manufacturer narrative:
Additional information: d4, g3, g6, h2, h4 and h6. Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 138298 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 138298 and device part number 195-430h / lot 134314a. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 138298 showed that the complaint rate is 0.0003%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.